Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned and analyzed. The device is part of the advisory for this model.

Event description:
It was reported that the helix wouldn't retract at implant attempt. After thirty turns, it released. The lead was not used and was replaced. No patient complications were reported as a result of this event.